Event description:
Caller tested 5.3 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. Caller's coumadin dose was held for 2 days based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.